Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilator's memory logs and performed the est (extended self test) testing. After performing est, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the 980 ventilator entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without harm.